Manufacturer narrative:
Other text: additional information:a1, h6, h10: information was received on (B)(6) 2021 indicating that no patient was involved in this event, event occurred during testing. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was unable to be duplicated, pump passed all functional tests and there were not any errors in history. Service performed preventive maintenance on pump. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a "no disposable" alarm. An unspecified downstream occlusion sensor issue was also reported. No adverse patient effects were reported.